Event description:
Patient admitted for left eye cataract extraction surgery and intraocular lens (iol) implantation. The ordered lens was an alcon sn60wf +19.0 d lens. The lens information on the box was verified against the patient's iol calculation sheet, the consent form and case posting. When the lens was placed on the field the lens selection packaging was reverified again as being correct. During the implantation phase of the procedure, the surgeon noted 3 small dots on the lens indicating it was a specialty toric iol lens, not the anticipated lens. The lens was explanted and a back-up alcon sn60wf lens was located and successfully implanted. Upon review it appears that an alcon toric lens was incorrectly packaged in sn (B)(4) packaging. The packaging and lens have been retained. The manufacturer rep is aware. We are checking on additional stock within this lot # at our surgical sites. FDA safety report ID# (B)(4).